Event description:
It was reported that this cardiac resynchronization therapy defibrillator got a red alert due to out-of-range (oor) shock impedance measurements of over 200 ohms. Reportedly, the measurement has come back down to 50 ohms. Other oor measurements has been recorded previously, although sporadic. Technical services (ts) reviewed the case and discussed the issue could be related to spring contact issues due to the sporadic spikes of the shock impedance. Ts recommended to continue monitoring the patient but if these measurements become more prevalent, max energy commanded shocks should be considered. The reporter health care professional indicates the patient will be monitored for now. This device remains in service and no adverse patient effects were reported.